Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 did not open; storage recovery was unsuccessful, the door continued to fail to open, and reboot attempts did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a door failure. A field service engineer found that tower door 2 was not opening and identified the issue as being related to the latch. The fse removed the old tower door latch and replaced it with a new one, then performed functional testing and confirmed with the customer that the unit was in good working condition. The system functioned as intended after the field service engineer repaired the device.